Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
Patient reported that they passed out and were taken to the hospital via ambulance due to low blood glucose level. Patient reported their blood glucose level dropped to 36 mg/dl. Patient indicated the bg meter may have been the issue as it read 70 mg/dl prior to ambulance arrival, and then was 36 mg/dl upon ambulance arrival. Patient was kept for observation for one night. Treatment included stitches for lacerations, monitored heart and cardiovascular signs and monitored blood glucose level.